Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received at the service center and evaluated. The sales rep reported an issue of the device displayed physical damage and was reading error code 200 reference 71. Per service manual operational and diagnostic, these were identified, therefore this complaint can be confirmed. The issues were resolved by replacing mounting foot and ID board assembly with spare parts. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As reported per the sales rep via phone, the vapr it was reported that on (B)(6) 2019, the vapr vue generator displayed physical damage and was reading error code 200. There was no delay and no patient harm. This report is for one (1) vapr vue generator this is report 1 of 1 for (B)(4). Vue generator displayed physical damage and was reading error code 200 reference 71. There was no delay and no patient harm. This is all the information the sales rep has at this time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.